Event description:
The customer reports the end of the catheter (extension line) broke. No patient consequence. The catheter was replaced without incident.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen catheter for evaluation. The catheter contained obvious signs of use. The catheter body had a smooth edge, indicating the catheter had been intentionally trimmed. Visual examination revealed the medial luer hub contained a clear plastic material. The returned catheter body was trimmed to 98 mm which indicates at least 60 mm were separated and not returned per product drawing. An attempt to remove the plastic material from the medial luer was unsuccessful. It cannot be determined if the plastic material is from one of the teleflex components supplied in the kit. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection". The customer report of material within the luer hub was confirmed by complaint investigation of the returned sample. The luer hub contained remnants of plastic tubing inside the hub. A device history record review was performed with no relevant findings. Based on the sample received and the customer report that tubing snapped, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the end of the catheter (extension line) broke. No patient consequence. The catheter was replaced without incident.